Manufacturer narrative:
(B)(4). (Exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report on 02may2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), yielded 103 cfu(colony-forming units) which is over the limit of 10 cfu of low/moderate concern bacteria after sampling performed on (B)(6) 2019. The test results for the sampling performed on (B)(6) 2019 were provided to pentax medical on 08may2019 which identified 103 colony forming unit(cfu) as comprising of the following 4 isolates: positive cocci - staphylococcus hominis. Positive cocci - staphylococcus warneri. Positive cocci - staphylococcus hominis. Positive cocci - staphylococcus warneri. Study number: (B)(6) the duodenoscope was received by pentax medical for evaluation on 20may2019. The duodenoscope was inspected by pentax medical service on 30may2019 and found the following inspection findings: leak at bending rubber glue (at insertion tube side) distal cap - fixed type passed epoxy seal integrity inspection. Prism scratched. Failed wet leak test. Failed dry leak test. Eto vent valve attaching screw broken. Image mild shadow. Operation channel- primary mild resistance. Repairs and reprocessing/resampling are in pending.